Event description:
The patient reported that the infusion set was accidentally pulled out during use on (B)(6) 2026 when the tubing became caught on an object or the pump fell. The patient subsequently experienced hyperglycemia as a result of this incident.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.